Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty. It was reported that cement mix started after completion of drilling as usual. The 5th bfd caused the cement to become impossible to extrude from the mixer. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.